Manufacturer narrative:
This report is being submitted following an internal audit. Device disposition is unknown.

Event description:
Amirnovin et al. "Experience with microelectrode guided subthalamic nucleus deep brain stimulation" operative neurosurgery supplement; 2006, 58 (1), p 96- 102. This study details technique and experience in performing microelectrode recording (mer) guided subthalamic nucleus (stn) in treatment of parkinson disease in forty patients, 30 bilateral and 10 unilateral. Average follow-up was 1.5 years. One patient had an infected ipg wound requiring removal, six weeks of treatment with antibiotics and replacement of the generator.